Event description:
Same case as MDR ID# 2134265-2012-05648. Same case as MDR ID# 2134265-2012-05815. It was reported that during a percutaneous coronary intervention procedure, difficulty removing the guide wire occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the mid left anterior descending artery (lad) with a 50-60% instent restenosis at the bifurcation of the first diagonal which had a 50-60% ostial lesion. The left main was engaged with a 3.5 non-bsc guide catheter. A non-bsc pressure wire was advanced to the target lesion and a fractional flow reserve procedure (ffr) was performed. An nc quantum apex balloon catheter was advanced to the proximal lad and inflated one time to 12atms for 15secs. An 2.0x12mm apex balloon was advanced over a luge guide wire. Following inflation of the balloon, a plaque shift was noted in the first diagonal. The first diagonal was wired with a luge guide wire and the tip of the guide wire became trapped in the vessel. The luge guide wire tip was released by wiring the diagonal with a non bsc guide wire and passing an apex 2.5x12mm balloon. The ostium of the first diagonal was dilated with a 2.5x12mm apex balloon catheter, however a balloon rupture occurred. The number of inflations and to what atms is unknown. An ffr of the lad was performed and then the target lesion was dilated with a 3.5mmx15mm cutting balloon. Optimum results were obtained with timi3 flow. No further patient complications were reported and the patient's status is listed as stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).